Event description:
Clinic notes were received for patient's generator and lead replacement. The physician ran a system diagnostic test & high lead impedance was discovered. Patient mentioned having an increased level of seizure activity over the last month. Patient also mentioned that magnet activations haven¿t aborted or lessened the seizure events. No known surgical interventions have occurred to date.

Manufacturer narrative:
Initial MDR inadvertently listed the wrong product information (generator instead of lead). Initial MDR inadvertently listed the model # of the wrong product (generator instead of lead). Initial MDR inadvertently listed the serial # of the wrong product (generator instead of lead). MDR inadvertently listed the lot # of the wrong product (generator instead of lead). Expiration date: corrected data: 01/31/2005. Initial MDR inadvertently listed the expiration date of the wrong product (generator instead of lead). Unique identifier (UDI) #, corrected data: (B)(4). Initial MDR inadvertently listed the UDI of the wrong product (generator instead of lead). If implanted, give date: corrected data: (B)(6) 2003. Initial MDR inadvertently listed the implant date of the wrong product (generator instead of lead). Device manufacture date: corrected data: 01/15/2003. Initial MDR inadvertently listed the manufacturing date of the wrong product (generator instead of lead).

Event description:
The patient underwent full revision surgery to replace the lead and generator. The explanted devices were discarded.